Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized high blood glucose values. The customer did not provide the time and date of the hospitalization and did not provide their blood glucose value at the time of the call. The customer did not provide the time and date of the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.